Event description:
This morning the autopulse was applied during a code blue in progress. Two mins after starting the autopulse, with the battery indicator showing all bars lit, the pt was shocked. At that point the battery indicator showed no bars lit and the machine indicated low battery. The nurses state they smelled a burning smell coming from the area where the gears are, where the belt attaches to the unit. Manual CPR was started while another battery was obtained. The battery was installed and showed all bars lit. Autopulse was started and functioned for 4-5 mins. The pt was shocked a second time and again the battery went from all bars lit to non lit and no battery indicated. Manual CPR was started and a third battery was installed. After several mins, the pt was shocked a third time. Again, the battery indicator went from all bars lit to no bars lit and a low battery message. The code was stopped at that point. A physiocontrol lp12 was used with r2 hands free defib pads. The nurse said the back pad was found to be partially folded back during cleanup. The burned smell was present during the entire episode.

Manufacturer narrative:
The autopulse device (s/n (B)(4)) involved in the event was returned to zoll circulation on (B)(4) 2012, and was analyzed. Visual inspection of the returned autopulse platform showed no significant discrepancies. Furthermore, the burning smell was not confirmed during testing of the autopulse device. The burning smell might be attributed to the back pad of the defibrillator being folded back causing direct contact with the pt. The archive data analysis showed that customer is not following proper battery management procedures of daily system checks and battery swap. In addition, it also showed low voltage batteries are being used repeatedly for deployment. Battery s/n (B)(4) was not fully charged and it was used repeatedly for deployment. The returned autopulse device was subjected to functional testing to ensure the device is fully functional. No problems were found with the device. The autopulse was found to perform within specifications.